Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported the patient did not experience any symptoms. The cause of the volume discrepancies was not determined. The office is working with the patient to schedule a dye study. The volume discrepancy was resolved at the patient¿s next refill as no discrepancies were found at that time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal bupivacaine via an implantable pump. It was reported that the reason for the call was rep stated that they were troubleshooting a recent refill discrepancy. At the last refill, the volumes were - expected reservoir volume (erv): 2.2 ml and actual reservoir value (arv): 15 ml. The volumes today were - erv: 16.5 ml, arv: 18.1 ml. The agent reviewed the option to do a catheter access port (cap) aspiration and/or a dye study to check catheter patency.